Event description:
Event description guidant received information that this device reached elective replacement time much sooner than expected based on current programmed parameters. According to a longevity calculation completed by technical service, the estimated longevity is 9.3 years. This device has been implanted for 5 years.